Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins had stopped working in 2005 or 2006. The patient was told back then that the ins needed to be replaced. The patient was now in a lot of pain and requested physician listings so they could find a doctor in their new area to explant or replace the ins. Physician listings were sent to the patient per their request. No further complications were reported or anticipated.